Event description:
It was reported that after approximately 4 mins and 30 secs of activation in the proximal sfa, the distal end of the recanalization catheter detached in the subintimal layer. An attempt was made to snare the detached segment; however, it was unsuccessful. Two stents were deployed to treat the occlusion and appose the detached catheter segment to the vessel wall. There was no pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.